Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. Reportedly, the customer had been using the same cartridge for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. Customer changed cartridge and infusion set to address the issue.